Event description:
It was reported that during a vats lobe resection, the device stapled, but did not cut the pulmonary artery. This artery was transected manually. Another device was used to complete the case. The case was converted to an open procedure.

Manufacturer narrative:
Information anticipated, but unavailable at this time.